Manufacturer narrative:
Company comment: in this case, during the examination and preparation of the device before the procedure, gel was noticed in the luer-lock area. Upon further examination, it was observed that the connection of the luer-lock was loose. As a result, the device was deemed defective by the principal investigator (pi) and was not used. Sponsor medical expert assessed the non serious product complaint/device deficiency of product leakage noted due to loose luer lock as may could have led to a serious adverse event if suitable action had not been taken and the seriousness criteria that could have been fulfilled included medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body. This since the there is a possibility that the primary packaging was defective, which poses a risk of loss of sterility. If the procedure was performed with an device with compromised sterile barrier , there is a potential risk of infection, necessitating medical intervention such as systemic antibiotics. The case meet the criteria for expedited reporting to us FDA as a case of device malfunction that was assessed as could may have led to a serious adverse event. Evaluation text: it is not feasible to perform retrospective measurements on returned samples with regard to applied assembly torque/force or the characteristics of the luer lock fittings and in this case the device was discarded at the site. Lot no: 20948 was valid and verified the product. The batch records of the reported lot have been reviewed. No quality issues have been identified in the manufacturing process for the specified batch that can explain the complaint. All qc tests are approved and within specifications. The batch is manufactured and released according to galderma uppsala quality management system. According to manufacturing, no events occurred during the manufacturing of the lot that can be connected to the complaint. The seal between tip-cap and luer lock are controlled to be intact during assembly. Any concerns regarding the attachment of the tip-cap and effect on sterility are then controlled once again during the blistering process. Trend analysis indicates this is the (B)(4) reported complaint unit of the reported lot with regards to leakage in luer lock area and/or syringe luer lock and needle/cannula assembly defects. The entire batch consists of (B)(4) units distributed, yielding a reporting frequency of (B)(4). The frequency is considered too low to affect the integrity of the batch. Additionally, there are no previously reported combined complaints where infection was caused due to a confirmed non-sterile product. No potential root cause has been identified in the overall manufacturing process. The most probable root cause is improper handling during the opening maneuver. CAPA comment: the performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference (B)(4) concern, subject ((B)(6)) g-j who was enrolled in a randomized, evaluator-blinded, parallel group, comparator-controlled, multicenter study to evaluate the safety and effectiveness of restylane lyft with lidocaine for augmentation of the chin region to improve the chin profile study number ID (B)(4). On (B)(6) 2023 the subject was planned to be provided with the study product . Batch number 20948. When the principal investigator removed the syringe luer lock area, she experienced product leakage and loose connection and the product was leaking from syringe before subject could be treated. Trackwise reference:# (B)(4). The investigator assessed the device deficiency as not could have led to a serious adverse event if the suitable action had not been taken, intervention had not been made or if circumstances had been les fortunate. No adverse event reported in connection with this device deficiency report. Device was not used. No damage to the carton or blister pack was noticed upon arrival. Dr. (B)(6) stated outer part where the gray part is where she saw the leakage. Little bit of rubber cement looking material and she saw air bubbles. No transportation issues, this is the only syringe they have had an issue with. Sponsor medical expert assessed the non serious product complaint/device deficiency of product leakage noted due to loose luer lock as could may have led to a serious adverse event if suitable action had not been taken and the seriousness criteria that could have been fulfilled included medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body. This since the there is a possibility that the primary packaging was defective, which poses a risk of loss of sterility. If the procedure was performed with an device with compromised sterile barrier , there is a potential risk of infection, necessitating medical intervention such as systemic antibiotics. The case meet the criteria for expedited reporting to us FDA as a case of device malfunction assessed as could may have led to a serious adverse event by the sponsor medical expert.